Event description:
It was reported that, "the pt had an infection and the dr. Went in to remove the implant. In the process of removal, the stem inserter extractor broke."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.